Event description:
It was reported that patient underwent plating of a fractured radial head procedure (B)(6) 2012. During the procedure, the tip of one screw driver stripped and fractured and the tip of another screw driver fractured in the head of the screws and remains implanted in the patient.

Manufacturer narrative:
Evaluation of the returned devices suggest failure mode was due to torsional overload. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur. Biomet package insert contains the following warning: intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement. The user facility was notified of the event on march 19, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.